Event description:
It was reported that the patient's implantable neurostimulator was not working, following surgery. The patient was to try new batteries, but no result was provided. Additional information had been reported, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n290005, implanted: (B)(6) 2011, product type: accessory. (B)(4).